Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l74224, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: l74224, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. On (B)(6) 2019 an inflammatory mass was reported. The patient stated that they had a ¿cyst at the end of the wires¿ and he felt like his legs ¿were pulling out¿. Per the patient, the hcp (healthcare professional) had to modify the drug more than one time and he had side effects from the drug he had in his pump at the time. Per the patient, the hcp revised the catheter and removed the inflammatory mass. The patient confirmed that ¿moving the catheter resolved cyst¿. No further complications were reported or anticipated.